Event description:
Medtronic received info that during use of this cardioplegic cannula and adaptor, an air leak occurred. It was reported that the pt died approx 1 month after the procedure. There was an air bubble sensor attached under the reservoir bottle for cardioplegia; however, there was no alarm during surgery. Cross-clamp time was 31 mins. Time on pump was 14 hours (including auxiliary circulation). Percutaneous cardiopulmonary bypass support (pcps) was attached after surgery, which may have prolonged the pt's death. The comment was made that it is likely the pt's death would have been intraoperative without pcps. It was reported that there was no air leak in the non-medtronic circuit on the machine side. The cannula and adaptor were discarded and will not be returned for analysis. Hospital investigation confirmed two large air leaks around 2 min 26 seconds, and around 4 min 46 seconds.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: this product was discarded, and was not returned for analysis. A video of the procedure was returned and reviewed by a medtronic clinical specialist. The impression of the reviewer was that during the delivery of cardioplegia, the delivery line became empty, and it emptied in the direction toward the aortic root. This could imply that during delivery, the cardioplegia circuit became empty. The surgeon grasped the air-filled cardioplegia line with forceps. The cardioplegia line then became filled with cardioplegia solution. The direction of filling was toward the aortic root. The surgeon did not disconnect the cardioplegia delivery line from the aortic root cannula, and then have the perfusionist refill the cardioplegia delivery line from the heart-lung machine. Instead, the cardioplegia line was refilled while it was still connected to the aortic root. This means that there was a strong likelihood that the air in the line entered either the left ventricle, the coronary arteries, or perhaps even the ascending aorta. No maneuver was conducted to de-air the aortic root, perhaps by connecting the vent line from the heart lung machine to the aortic root vent of the cannula. This would have aided in removing air that may have entered the left ventricle or the coronary arteries. Conclusion: based on no product return, the direct cause of this event could not be determined. A video of the procedure was reviewed by a medtronic clinical specialist, and it appears that air may have been introduced into the pt's left ventricle, ascending aorta, or coronary arteries due to improper de-airing of the cardioplegia delivery line; therefore, operational context may have contributed to the event. The instructions for use document instructions to remove air during prime and during bypass p.5 and p. 6 ((B)(4)).